Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Customer was able to load a new cartridge to address the issue. Customer's blood glucose level was between 350 and 540 mg/dl which was reportedly addressed with a correction bolus via the pump.